Event description:
During open colostomy takedown surgery, the anvil of the stapler detached and was retained inside patient. It was reported that after suturing in the anvil, there was difficulty marrying the anvil to the device. After some intervention, the anvil attached, and stapler fired. Upon removal the anvil, dislodged from the unit. Due to continued abdominal pain, imaging revealed retained anvil in rectum. Pt underwent sigmoidoscopy and anvil was removed 5 days later. FDA safety report ID # (B)(4).